Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer performed screen calibration to address and correct this event. No parts were replaced.

Event description:
The customer initially reported a ventilator with an alarm at boot-up - however, this was clarified to mean a touchscreen issue at boot-up. There was no patient involvement/harm.